Event description:
Additional information received from the consumer reported that she was working with her health care provider. The device was reprogrammed, but the patient was still having problems with her bladder not emptying.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported her device had been reprogrammed twice and it was her fault because she hadn't called back. Her bladder was still not emptying, she was still wearing pads, and she was still having leaks. She had not contacted her doctor in a while but she had an appointment scheduled in (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tjd5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The device was recently implanted and it was helping at first, but then the patient stopped emptying her bladder. She noticed it after she came off antibiotics. She was taking antibiotics for 3 days, 10 pills. The patient increased stimulation yesterday and when increasing, she could tell stimulation was working. She took her bandage off past 4 days prior, per healthcare provider (hcp) instructions, and since then she felt more sore and she had to wear looser clothes. It was noted that she felt stimulation and therapy was on. The patient was able to connect and the patient programmer (pp) showed p 2, 2.2v. The patient pressed the therapy on button to make sure it was on. It was noted that she did not know that the pp power on/off button was on the front. She was using the therapy off button to turn her pp off. Then stimulation was increased from 2.2v to 2.3v. It was noted that the change in therapy and symptom was considered sudden, which occurred 4 days prior on (B)(6) 2015. It was noted that the patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported has experienced a loss or change of therapy. The patient reported she experienced leakage. The patient stated she adjusted her stimulation a few times but it still was "not working right". The patient stated she was able to feel stimulation on program 2 at 3.5. The patient stated she felt the stimulation more in the rectum and the vagina area. The patent reported she had a fall on (B)(6) 2015. The patient stated she had an x-ray done and her healthcare provider (hcp) determined her device was slightly slipped but not enough to really affect the device. The patient stated her hcp stated there was some possible damage to the ins after the fall.